Manufacturer narrative:
The device was not returned for evaluation at the time of this report. The reported fluid leak cannot be confirmed. The user's guide instructs the operator to visually inspect the system periodically for evidence of leaks and warns that the cycler may not sense slow fluid leaks. A review of the complaint file indicates that there is no evidence of a systemic issue. A followup report will be provided if the cartridge is returned as requested.

Event description:
During a routine hemodialysis treatment operator observed a leaking fluid and terminated treatment without rinsing back patient's blood resulting in a 190cc blood loss. The source of the leak could not be determined. Patient's routine epogen dose was increased to 11,000units/week from 9,000units/week as a result of a decrease in hgb from 9.3 to 9.1 g/dl. The patient also received two saline boluses of 200cc each due to cramping which is commonly reported during dialysis for this patient. No other medical intervention was required.